Event description:
V-fib noted on monitor, no alarms. Monitor evaluated by biomed with no problems found. Cardiac monitor may have been off for previous asthma pt. CPR initiated which was unsuccessful. Lack of alarm not considered contributory to death.